Event description:
It was reported that this health care professional (hcp) had questions if the pacemaker mediated tachycardia (pmt) episodes were true for this pacemaker. Technical services (ts) reviewed the reports and noted that they could not determine if it was a true pmt episode as the rate was already fast. It was noted that there was a loss of capture (loc) on the right ventricular (rv) channel. Ts noted possible causes for false pmt episodes. Ts gave possible troubleshooting actions. It was later determined that the pmt episodes were due to patient condition. The device was reprogrammed. The device remains in use. No adverse patient effects were reported.